Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient was remotely monitored via merlin.net. It was reported that the pacemaker exhibited intermittent far-field r-wave oversensing, resulting in inappropriate mode switch episodes. Programming changes were suggested; however, no changes or interventions were reported. There were no patient consequences.